Manufacturer narrative:
After eps and brockenbrough method (bb) were completed, and when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and was approaching the left atrium (la) and started mapping, air contamination was observed through the suction tube. The physician requested to replace the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small because the hemostatic valve was suspected to be damaged, but not broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced with another new one, and after that, the procedure was successfully completed. Device evaluation details: the carto vizigo sheath device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual inspection of the returned sample revealed that the sideport tube was completely detached from the hub section, and the hemostatic valve was found in good condition. For this reason, an external manufacturing investigation was requested and it was determined that a channel would allow air to flow. This issue was confirmed to be manufacturing attributable. A device history record was performed for the finished device batch number, and no internal actions were identified. The side port tube condition could be related to the air contamination issue reported by the customer; therefore, the customer complaint was confirmed. The hemostatic valve damage was not confirmed. The potential cause of the side port tube is related to the manufacturing process. An internal action was created for further corrective actions. Explanation of codes: investigation findings: fracture problem (c070603) and manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: tube (g04134) were selected as related to the customer¿s reported air in the side port. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported hemostatic valve separation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is (B)(4) therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air contamination was observed through the suction tube. After eps and broken brough method (bb) were completed, and when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and was approaching the left atrium (la) and started mapping, air contamination was observed through the suction tube. The physician requested to replace the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small because the hemostatic valve was suspected to be damaged, but not broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced with another new one, and after that, the procedure was successfully completed. Air was not introduced into the patient. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
On 15-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).